Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, urinary tract infection and lead to diabetes ketoacidosis on 26 - oct. Customer¿s blood glucose value at time of incident was 750 mg/dl and current blood glucose value was 541 mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. Customer also reported of the insulin pump having motor error. The drive support cap was normal. The insulin pump will not be returned for analysis.